Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 10/20/2025, it was reported that in the evening, the patient was in his bed when he had seizure and became unconscious for about 2 hours. The patient said that his cgm was reading below 40mgdl (low) before he had his seizure. The patient also confirmed that he did not check his bgfs during the event. The patient said that he did not make any changes on his phone settings nor his app settings, but the app did not alert him when he reached 70mgdl and going down. The patient gained consciousness after 2 hours in his bed soaking wet due to sweating and did not check his cgm value. The patient ate pure honey. After eating honey, his "sugar" started to go up until it reached 200mgdl and he felt better. The patient did not seek medical assistance. The patient was doing fine after the incident. The root cause of the customer¿s experience is undetermined. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 11:45 pm on (B)(6) 2025. The session lasted 10 days and 10 hours and ended on 10/23/2025. There were no bg meter calibrations performed during the entire session. In the early morning of (B)(6) 2025, at 12:06 am, the app delivered an urgent low soon alert followed by an urgent low alert. The urgent low alert was triggered when the egv hit 53 mg/dl. This alert repeated every 5 minutes with the audio volume starting at 50% then progressing to 100%. This alert continued until 2:58 am when it was acknowledged. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that in the evening, the patient was in his bed when he had seizure and became unconscious for about 2 hours. The patient said that his cgm was reading below 40mgdl (low) before he had his seizure. The patient also confirmed that he did not check his bgfs during the event. The patient said that he did not make any changes on his phone settings nor his app settings, but the app did not alert him when he reached 70mgdl and going down. The patient gained consciousness after 2 hours in his bed soaking wet due to sweating and did not check his cgm value. The patient ate pure honey. After eating honey, his "sugar" started to go up until it reached 200mgdl and he felt better. The patient did not seek medical assistance. The patient was doing fine after the incident. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.